Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) to the breath delivery (bd) cable. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
A report was received from the USA with information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery (bd). The ventilator was not in use on a patient at the time the malfunction occurred.